Manufacturer narrative:
(B)(6). (B)(4).

Event description:
During a right knee arthroscopy procedure with meniscus repair it was reported that the t-2 anchor pre-deployed. The second anchor slipped out of the device as it was withdrawn from the first implant deployment. The surgeon had to remove the first implant from the meniscus by using arthroscopic scissors and a mechanical shaver. A back-up device was used to complete the procedure. The surgery was delayed approximate 5 minutes.

Manufacturer narrative:
Evaluation - one fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its pre t2 deployment position indicating a deployment of t1 and a pre-deployment of t2. No ts or suture were returned.. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A design change has been implemented to address this failure mode. The devices in question were manufactured prior to this change. No further investigation is warranted at this time. (B)(4).